Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen articular surface item # unknown lot # unknown unknown femoral. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Reported event was unable to be confirmed due to limited information received from the customer. X-ray review indicates there is lucency along the lateral, anterior, and posterior aspects of the tibial tray as well as a well-defined lucency between the tip of the tibial stem and the adjacent cement. These findings may be associated with loosening of the tibial component. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates there is lucency along the lateral, anterior, and posterior aspects of the tibial tray as well as a well-defined lucency between the tip of the tibial stem and the adjacent cement. This shows loosening of the tibial component. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is being considered for a revision on an unknown date for unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined to not be reportable. The reported device did not cause or contribute to the event.